Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06246. It was reported the pt is experiencing a shocking sensation at the ipg pocket site. The sensation only occurs if the header and the bottom of the ipg are pressed together. The pt stated the issue has occurred since he underwent an unrelated surgery. A fluoroscopy was taken and it did not reveal any abnormalities. Also, a system diagnostic was performed and all impedance values were normal. The issue will be monitored, and no surgical intervention is planned at this time. The pt was advised to contact sjm if the issue worsens.